Event description:
It was reported that the burr was stuck on the wire. The 78% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was noted that the rotapro burr could not be removed as it was stuck on the rotawire. The devices were removed together as one unit. The procedure was completed. There were no patient complications reported post procedure.